Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incide a review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: description: our infusion center had a patient report leakage. Patient had "wet shirt" when returned for removal next day. The morning of appointment for the patient's pump disconnect patient noticed that there was a wet spot on clothing when patient woke up. Patient came to cancer center immediately (4-6 hours early for scheduled disconnect) with pump wrapped in a towel. Nurse noticed that the towel was wet but did not see the active leak. Patient stated that leak occurred on tubing at junction with disk marked 10 ml/h (junction closest to the elastomeric ball not junction closest to patient access port). No injury reported.